Event description:
It was reported to baxter corporate product surveillance an administration set that was unable to be primed. While the patient was waiting an unknown time duration for the administration to begin she became hypotensive and albumin 25% was ordered. The nurse spiked the albumin bottle with the designated tubing and the tubing failed to fill with the albumin despite all known measures taken to ensure proper flow. This condition occurred twice and then the nurse decided to infuse this medication directly with an unknown 60cc syringe it was reported that this issue occurs 80% of the time when using the tubing. The risk manager stated that she does not know if the patient has any known allergies. It is unknown if there was any blood tests, x-rays, or their diagnostics performed on the patient. No additional information is available.

Manufacturer narrative:
(B)(4).a sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). The package label was reviewed. It was noted that, in the event description it states: the nurse spiked the albumin bottle with the designated tubing and the tubing failed to fill with the albumin despite all known measures taken to ensure proper flow. The label states: if using rigid non-vented container, open vent cap on spike and insert spike vertically into solution container. Fill drip chamber to 1/3 full. Open regulating clamp. Prime set, purge air. The package label was found to contain the appropriate directions, cautions and notes. The package label was reviewed and found to be sufficient in providing information on the use of the product.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. Although the facility has been contacted a number of times to schedule an onsite visit, no confirmation has been received by baxter from the facility as of this report. If an onsite visit is conducted a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The customer reported that due to cost a sample will not be returned to baxter for evaluation, however an onsite visit is being scheduled in order to evaluate the process the facility is utilizing while using this product.